Manufacturer narrative:
Evaluation of the returned jet7 revealed a leak underneath the strain relief. During decontamination, the jet7 was flushed with air while submerged in the bleach solution, and bubbles were observed coming from the strain relief. The strain relief was unraveled, and a fracture was observed underneath the strain relief. If the proximal end of the jet7 is forcefully manipulated during use, damage such this may occur. The jet7 was visually inspected and the reported small pin hole near the distal one third of the jet7 could not be confirmed. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a guidewire. During the procedure, while injecting contrast through the jet7 during the first pass, the physician noticed a small pin hole near the distal one third of the jet7; therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same guidewire. There was no report of an adverse effect to the patient.